Event description:
It was reported that intermittent capture and intermittent undersensing due to low amplitude r-waves were observed when an asymptomatic patient presented in-clinic for routine follow-up. X-ray confirmed lead dislodgement. The lead was successfully replaced. Patient was fine after the procedure and will be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.